Event description:
Spontaneous inbound call, pt called to report that her freedom 60 pump failed. She explained that she couldn't get the pumps function as usual and she had already drawn up the ivig med into the 60ml syringe for infusion. Pt attempted again this morning to infuse; clinician advised against it since medication has been transferred out of vial and left overnight, replacement pump being sent to the patient. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Reported to cvs/caremark by: pt/caregiver. Dose or amount: "5gm". Frequency: unknown. Route: sq. Dates of use: from unknown to current. Diagnosis or reason for use: nonfamilial hypogammaglobulinemia.